Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Current x-ray images of the sensor, as well as image from an earlier procedure implant on (B)(6) 2020, were provided, and an analysis was the sensor appeared to be in a flat position with one end pointed to the chest and the other pointed toward the back, and the sensor coil facing the head and the feet. It was noted that the sensor had a slight tilt. In the earlier image, the sensor appeared to be lower in the chest and more parallel to the back, while current images suggested it was higher on the left and more flat, indicating sensor migration. The condition for taking a sensor reading with an electronic unit are not able to be met from this sensor position. The physician reviewed the most recent readings of the sensor and determined that they were inaccurate.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.